Event description:
The advocate called for help with the customer's contour meter. She alleged the customer performed control tests and rec'd a result of 587 mg/dl. She performed 2 more control tests during the call and rec'd results of 518 and 391 mg/dl. The normal control range was 107-147 mg/dl. No adverse events were alleged. The advocate declined to return the test strips for eval and ended the call.